Manufacturer narrative:
Date of event: the event date was not reported. The first day of the month of the aware date was used as an estimate. Device evaluated by manufacturer: analysis of the returned device showed device was returned with a considerable amount of blood all over the device. The distal filter was detached from the tip of the tri-layer, the distal filter slider (handle #3) was broken/detached, the tip of the device was missing and the proximal filter was deployed and with a cut. Flushing was successfully done through the front handle flush port and the rear handle flush port, however distal filter slider could not be flushed. Additional inspection was performed in order to further look into the issue. The rear handle shells were removed and inner member buckling was found. The distal filter was exposed by cutting the articulating sheath and it was noted that the distal filter frame was overly ovalized, and the tri-layer was extremely stretched.

Event description:
Reportable based on analysis completed on 14-nov-2019. It was reported that the distal filter would not deploy when the device was flexed. The device was removed from the patient and tried to deploy the filter on the back table. The filter would not deploy. However, returned device analysis revealed the proximal filer was torn and the device tip was detached.